Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient was implanted with stryker variax hand plate (57-15316) in (B)(6) 2015 in the 2nd and 3rd metacarpal bone, then the variax plate was found broken in the hospital review process. Did not use any other device to replace.

Manufacturer narrative:
The reported incident that 2.3 m variax hand lock plate,straight,16 holes was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. With the information given the exact root cause could not be determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The file will be closed formally. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The instruction for use (instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3)) was reviewed: ¿post-operative - post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. The implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. Implant removal should be followed by adequate post-operative management to avoid fracture or refracture of the bone.'' A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
The patient was implanted with stryker variax hand plate(57-15316) in (B)(6) 2015 in the 2nd and 3rd metacarpal bone,then the variax plate was found broken in the hospital review process. Did not use any other device to replace.